Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two lead safety switches were triggered, one in (B)(6) 2018 and one in (B)(6) 2018. The values were out of range on the competitor lead and fast atrial tachy response (atr) was noted. There was a rise in pace impedance measurements from (B)(6) 2017 but no lead safety switch occurred. In addition, atrial tachy response (atr) was noted in (B)(6) 2017 with minute ventilation (mv) oversensing. Boston scientific technical services (ts) discussed concerning turning mv off and reprogramming sensitivity. Continued monitoring was discussed. No adverse patient effects were reported. This device remains implanted. The device was reprogrammed to mv off and the atrial lead to bipolar configuration.